Manufacturer narrative:
This customer reported three (3) elevated blood lead test results. This report documents one patient. Separate mdrs are filed for each of the results. The related report numbers are referenced in the respective 3500a forms for traceability.

Event description:
Customer reported falsely elevated patient blood lead test results with leadcare ii. Customer reported that the blood lead test results with leadcare ii have been significantly higher than the confirmatory test results. Customer stated they are following all instructions and have completed quality control (qc) checks. Technical services (ts) requested leadcare ii analyzer serial number, test kit lot number(s), qc result values and to review collection and test procedure with the customer. Customer stated they are a medical director and will have an end user call to describe collection methods. The end user customer reported qc was in range but was not able to provide values to ts. Customer reported leadcare ii test result of 13.8 ug/dl with corresponding venous confirmatory test result reported as 1.6 ug/dl. Ts requested a copy of the confirmatory test report. Customer was unable to provide. During troubleshooting ts asked customer to describe method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water and allowing hands to air dry not removing first drop by catching free flowing drop not removing excess blood from the outside of the capillary tube not mixing the treatment reagent (tr) tube by inverting 8-10 times. Customer reported using the capillary tubes provided in the test kit and not using third party micro-collection devices. Ts instructed customer to follow cdc recommendations for capillary blood lead collection. Ts provided the cdc capillary collection video to the customer. Ts attempted to contact customer for follow-up on 04/24/2026, 05/04/2026 and 05/07/2026. There has been no additional information or update given by the customer to date.